Event description:
The manufacturer representative reported a problem with impedances; therapy impedances around 600-700 with current of 200ua which indicate a short. The device was programmed around this particular pair of electrodes that had a high current reading. Refer to medwatch report #6000153200704304.

Manufacturer narrative:
.